Event description:
Customer reported rapid bone deterioration around implants. Suspected systemic pathology, previously unaccounted for. Patient had bone loss and delayed healing. Loss of integration.

Event description:
Customer reported rapid bone deterioration around implants. Suspected systemic pathology, previously unaccounted for. Patient had bone loss and delayed healing. Loss of integration.